Event description:
The arrow radial artery catheterization set (ref ra-04122) was being utilized to insert an arterial line in the patient. The catheter was stuck in the patient and part of arterial catheter broke off causing wire to bend. The provider had to make a superficial incision to get catheter and wire out.